Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined.

Event description:
It was reported that a patient underwent an ion transbronchial lung biopsy procedure and developed a pneumothorax after the case was completed without any intra-procedural complications. The diagnosis obtained was organizing pneumonia. After the procedure, the patient developed shortness of breath and required placement of a chest tube and hospitalization for five days. The patient was then discharged home. The physician reported that the ion system did not exhibit any issue or unexpected behaviors that may have contributed to the pneumothorax.